Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (issue with bipolar energy to low) could not be reproduced on erbe connected to system. Logs could not confirm the fault occurred in the field. Visual inspection: (the lcd display screen is cracked across the screen.) The unit energized and cauterized and all ports recognized instruments on system. (Defective bipolar cable) potential root cause for this issue. The unit has extreme damage to lcd display. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room (or) staff contacted technical support to report that the site was not getting the desired tissue effect when using bipolar. The caller stated that the lights and sounds were working as expected, but that they weren't getting a burn. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed events and noted the correct pedal was being pressed and that there was a good connection between the generator and the instrument. The site had the fenestrated bipolar forceps instrument in the universal surgical manipulator (usm) arm 1. The caller stated that issue was also present during the previous procedure earlier, so they were using another cable and the instrument. They already checked both bipolar ports with no change and that the generator was also power cycled between the cases. The tse recommended performing another power cycle when they could and/or use a different energy cable. The caller stated that monopolar energy had been working properly. The procedure was completing as planned with no report of patient injury. It is unknown at this time if the procedure was completed using the same generator.